Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to latch and mini switch issue. A field service engineer adjusted the latch and replaced mini switches on the latch. Cleaned all connections and applied carbon and grease to mini switches to resolve the issue. The device functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that the pyxis medstation es system had fridge door failure. The customer reported that malfunction occurred when a user was trying to issue medication to the patient and there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.